Event description:
It was reported that the patient faced adhesive did not stick to her body so the site came out on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 385 mg/dl and corrected with resumed pump therapy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.